Event description:
The issue reported involved a pump that declared a cartridge change error. There was no adverse impact on the customer's blood glucose level. The customer was instructed by technical support to inspect the cartridge and pneumatic tap area, clean it if necessary, and attempt to reload the cartridge. Despite following these steps, the customer was unable to successfully load the cartridge. After confirming the problem persisted across multiple cartridges and ensuring proper use conditions, technical support arranged for a replacement pump to be sent. The customer was instructed to switch to multiple daily injections as a backup and provided with instructions for returning the faulty pump and programming the replacement.